Event description:
It was reported that during procedure when the laser fiber was in use, the portion that was in the wet towel resting on the leg of the operator snapped in half. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that fiber body was broken into two pieces. Therefore, the reported event of fiber break was confirmed. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. Upon microscopic inspection it was identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. In addition, the connector face presented burn marks which can be caused for prolong use of the device.

Event description:
It was reported that during procedure when the laser fiber was in used, the portion that was in the wet towel resting on the leg of the operator snapped in half. The procedure was completed using another fiber. There were no patient complications reported.